Event description:
When prof shanik was using the instrument it was reported that the head came off it and fell into the leg of the pt. This resulted in an unnecessary incision. Rep will follow with more details. Uncertain of event date.